Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the safety disk and performed a full patient module interface test, functional test and a safety checks. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use on patient the cardiosave intra-aortic balloon pump (iabp) displayed a "gas loss in iab circuit" failure message. The customer reported that a pim leak test was performed on iabp which failed. The iabp was replaced to continue therapy. No patient harm or adverse event was reported.